Event description:
It was reported that the caller's t:slim x2 pump battery would not charge and the pump screen was dark. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. After technical support instructed the caller to try various troubleshooting steps, the caller changed to another outlet, which resulted in the pump turning on and beginning to charge. The caller then restarted the cgm session and resumed insulin on their own, and the case was closed by technical support.